Event description:
It was reported that a loss of capture at high output was observed. Lead dislodgement was found. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.